Manufacturer narrative:
Evaluation summary: the analysis results found that the lcsc5 device was returned with a hot spot and cracked. Due to the damage to the blade, it was confirmed that the device was non-functional. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "scratches on the blade may lead to premature blade failure." Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process.

Event description:
It was reported that during the ladg procedure, the device did not work. Checked with test chip, it did not work normally. Device used with generator and handpiece. Another device was used to complete the case. There were no adverse consequences to the patient.